Manufacturer narrative:
The reported leak was confirmed by a manufacturer repair technician through visual inspection. Upon disassembly, a failed e-box was found, which can lead to the reported event.

Event description:
It was reported that at the user facility, the device was leaking an unknown substance. The user facility was not able to provide any further information regarding the reported event.